Manufacturer narrative:
Hamilton medical ag`s conclusion: rootcause: mainboard defective.

Event description:
The following was reported to hamilton medical ag: summary: tf 243004 (buzzer defect at startup) or buzzer defective.